Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7087491.

Event description:
It was reported that the patient had infection. The cause of the infection was unknown. The patient underwent a spinal cord stimulator (scs) explant procedure, and the explanted devices were kept by the facility. No further information has been obtained despite good faith efforts.